Event description:
Caller indicated the relion confirm meter was giving variable readings. Customer took her first morning reading and got 27 did not feel this was accurate as she had no symptoms of low blood glucose so she retested two more times and got readings of 192 and 168. All readings were done within 10 minutes of each other. Controls not used. Replacing product.

Manufacturer narrative:
Product involved in incident was returned and evaluated. The returned product performed within specification. Retention samples of the same lot of test strips involved in the incident were also tested and performed to specification. No failure detected.